Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt and perforation, with struts abutting the aorta and gonadal vein. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt and perforation, with struts abutting the aorta and gonadal vein.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt) while on anticoagulation, colon resection for large benign growth, hypertension and seizure disorder. The indication was left leg dvt with pulmonary embolism (pe). A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt and perforation, with struts abutting the aorta and gonadal vein. Approximately seven years post implant, a CT scan revealed filter with collapse of the distal ivc. About six years post CT scan, the patient had an infected right leg wound with bleeding while on anticoagulation. Approximately sixteen years post implant, another CT scan revealed the filter in the infrarenal location approximately 1.5 cm below the right renal vein, with a slight tilt of the ivc filter with the apex of the filter approaching but not touching the medial wall of the ivc. The struts of the filter extend beyond the vessel wall in all directions. There was no definite evidence of strut fracture. The medial struts are abutting the infrarenal aorta and the anterolateral struts appear to abut the right gonadal vein. No significant stenosis of the ivc is evident. Incidental findings reported a large ventral hernia, multiple pulmonary nodules within the left lung base and a small hiatal hernia. Per in the patient profile form (ppf), the patient reports tilting, perforation of filter struts outside the ivc and into organs, as well as anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed.the trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt and perforation, with struts abutting the aorta and gonadal vein. The medical history included deep vein thrombosis (dvt) on anticoagulation, status post colon resection for large benign growth, hypertension and seizure disorder. Per the implant records, filter was indicated for left leg dvt with pulmonary embolism (pe). The right groin was prepped and draped sterilely and using seldinger technique, the trapease filter sheath was advanced to the infrarenal vena cava along with the sheath. A venogram was used to identify the location of the renal veins, and the trapease filter was then deployed below the renal veins. The post-insertion venogram documented satisfactory flow of contrast through the filter. Approximately seven years after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the abdomen, which revealed the inferior vena cava (ivc) filter with collapse of the ivc distal to the filter. About six years post CT scan, the patient suffered an infected right leg wound with bleeding while on anticoagulation. Approximately sixteen years after the filter was implanted, the patient underwent another CT scan indicated for filter evaluation. The scan noted an ivc filter in the infrarenal location approximately 1.5 cm below the right renal vein, with a slight tilt of the ivc filter with the apex of the filter approaching but not touching the medial wall of the ivc. The struts of the filter extend beyond the vessel wall in all directions. There was no definite evidence of strut fracture. The medial struts are abutting the infrarenal aorta and the anterolateral struts appear to abut the right gonadal vein. No significant stenosis of the ivc is evident. Incidental findings reported a large ventral hernia, multiple pulmonary nodules within the left lung base and a small hiatal hernia. According to the information received in the patient profile form (ppf), the patient reports tilting, perforation of filter struts outside the ivc, perforation of filter struts into organs, and further experienced anxiety and fear related to the filter, becoming aware of these events approximately sixteen years after the filter implantation.